Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and determined that the system computer should be replaced. After replacing the computer, the imaging system passed the system checkout and was found to be fully functional. The hardware investigation found that the reported event was related to a operating system issue, which was resolved after reloading the software. No further action is required at this time. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the medtronic imaging system does not boot up; pendant display on ¿initialising system please wait.¿ he added that, can log into remote desktop, however, imaging system application does not load; a list of errors relating to sql server is displayed. The config file does not seem to be corrupt. There was no patient present when this issue was identified.